Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue recurred, which the customer acknowledged.